Event description:
The customer reported the thermogard xp ivtm system( B)(4) displayed an "factory configuration not complete" message at the beginning of a cooling treatment. However, the patient, an elderly male, was able to be treated according to the customer's guidelines. No consequences or impact to patient.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a "factory configuration not complete" error message was confirmed during functional testing. The root cause of the reported complaint was due to a defective display head, likely attributed to a defective component. Upon visual inspection, no physical damage was observed on the thermogard ivtm system. Event log data review could not be performed because the download was not possible, due to a defective display head. Functional testing could not be performed because the thermogard console would not boot when switched on. Huge noise was noticed from the display head, and it displayed a black screen with horizontal lines. The display head was replaced to remedy for the reported complaint. When the old display head was reconnected, the system displayed a " factory configuration not complete" error message following the power-on-self-test (post); thus, confirming the reported complaint. The defective display head is determined to be the root cause of the "factory configuration not complete" error message. The defective display head resulted in a bad communication with the I/o board and caused the thermogard system to display the customer reported error message. The display head was replaced to remedy the issue. Following service, the thermogard xp ivtm system passed the functional testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6).